Event description:
It was reported that x-rays showed significant lead migration and the patient was no longer getting adequate pain relief. The patient underwent a revision procedure wherein the leads were moved back and remains implanted. The patient had good coverage following the procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7143999.